Event description:
In 2005 the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter would not power on. The pt last tested three weeks prior to contacting lfs. On an unspecified date and time, while feeling dizzy and sweaty, the pt attempted to test. The pt administered only one of his two types of insulin. He was taken to the hosp and treated with insulin at an unspecified time and date. Possible blood glucose results from the hosp were not provided. No further info was provided. The customer care advocate (cca) verified that the pt was using the correct type of test strips. The pt was unable/unwilling to confirm if the battery was correctly installed. The cca discovered that the battery had not been replaced in more than one year. The pt did not have a new battery to complete troubleshooting. The meter, test strips, and control solution were replaced.